Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgical procedure? Was the device a cdh29p or cdh31p? Is the lot number available? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, anastomotic leakage has been experienced after using the device.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. Additional information was requested, and the following was obtained: what was the date of the initial surgical procedure? Unknown. Was the device a cdh29p or cdh31p? Unknown. Is the lot number available? What were the indications for surgery? Unknown. What surgical procedure was performed? Unknwn. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How was the leak addressed? Unknown. What is the current status of the patient? Unknown.